Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The biomed representative at site tested system initially and found low battery error. It was realized the ups batteries were low showing error on mobile view station (mvs) monitor and not the motion batteries showing error on pendant as first reported. The field service engineer (fse) went to site and tested all charger and battery outputs, which passed. Replaced motion batteries for preventive measure, also replaced ups batteries and tested while mvs unplugged for 3 minutes at 75% charged which passed, returned the imaging system back into service. No parts were returned to manufacturer for evaluation, so no analysis could be done. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the batteries were loosing charge rapidly and was being prompted to plug the system into wall power after driving the system down the hall for a few seconds. Troubleshooting biomed is authorized through the shared services program to test the system. They are going to troubleshoot the system initially. There was no patient present when this issue was identified.